Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one sample was provided to the quality team for investigation. Visual inspection confirmed that the top portion of the syringe, including the luer and tip, was broken off, verifying the reported incident. A device history review was conducted for the reported lot 2504058. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products from this manufacturing line are sampled and subjected to visual and functional inspections at various sub-process stages in accordance with established procedures. No issues related to the reported condition were identified during manufacturing. Retained samples of the reported lot were used for additional evaluation. All product was thoroughly inspected, no damage or related defects were observed within any of the products. While it is possible that damage occurred during the molding process and resulted in breakage when pressure was applied, device records do not indicate this, and there is no supporting evidence of damage. Therefore, a definitive root cause cannot be established at this time. To date, no similar events have been reported for this lot. Manufacturing personnel have been notified of this incident. Complaints for this device and reported condition will continue to be monitored by the quality team for any emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: when preparing a propofol syringe pump, I injected a little air into the bottle to get the medicine into my syringe (as usual). Suddenly the syringe "exploded" in my hand. The tip of the syringe where the trocard is connected came loose. Clinical consequences observed: no.